Event description:
An authorized service ctr for the MFR (mckinley medical) reported a complaint received from a user facility. The user facility returned an electromechnical ambulatory infusion pump, stating that it was giving an ER.u (under delivery) error. There is no report of pt injury.